Event description:
An event occurred on an unspecified date and involved the chemolock¿ port (10 units), where the customer reported that the luer lock mechanism remained depressed and failed to retract when inserted into the chemoclave spike. The customer also identified a blocked valve as a physical defect in the device. The issue occurred during infusion. There was patient involvement, and therapy was not completed as intended, resulting in a two-hour delay in treatment.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.